Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil return valve was replaced, the oil return valve hoses were adjusted, and the hoses' connectors were cleaned to resolve the smoke/haze and odor/smells issue. Unit meets specifications and was returned to service. (B)(6). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smells issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release trending analysis of the smoke/haze and odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the smoke/haze and odor/smells issue is the oil return valve, the oil return valve hoses, and the hoses' connectors. The field service engineer replaced the oil return valve, adjusted the oil return valve hoses, and cleaned the hoses' connectors and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smoke and a "burn oil smell" or odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.